Event description:
Unomedical reference number: (B)(4). Event occurred in australia. The patient reported that the infusion set's tubing was detached/broken at the site connector on (B)(6) 2022, prior to insertion. Further, the patient replaced the infusion set and insulin was resumed successfully. No further information was available.